Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer 5 required maintenance. The nurse reported that they had been pulling out some medications when the issue started. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 in auxiliary was not recovering. A field service engineer found that the inseparable was missing a magnet. The inseparable magnet was replaced, and the unit was restored to proper functionality. The system functioned as intended after the field service engineer repaired the device.